Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site due to significant weight loss. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned to address the issue.